Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter detachment was confirmed but the root cause could not be determined. The product returned for evaluation was one 4fr sl groshong nxt two-piece connector. A gross visual inspection of the returned sample found that no portion of the catheter tubing was visible on the exterior of the device. Microscopic inspection down the distal connector bore was unable to identify any portion of the catheter tubing inside the two-piece connector. The distal and proximal piece of the two-piece connector were separated for further inspection. No catheter tubing was found inside either connector piece, indicating that the catheter tubing had fully detached from the two-piece connector. Further inspection found that the compression sleeve was still present inside the distal connector. The distal connector was bisected to assess the state of the compression sleeve. The compression sleeve was found to be in the advanced position and no damage or abnormalities on the sleeve were noted, indicating that, if properly assembled, the sleeve should have held the catheter tubing in place. Based on the available evidence, there were no features observed which could aid in identification of a specific root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that release of the suture flap catheter. Embolization of the catheter in the patient. No other information was provided.